Event description:
Pt required removal of catheter due to development of sepsis caused by methicillin-resistant staph. Aureus. Pt had received a course of antibiotic therapy of vancomycin and gentamycin prior to removal. Cultures continued to be positive for mrsa.